Event description:
This event was reported as aortic insufficiency, coronary artery disease, pulmonary hypertension, and left ventricular hypertrophy with leaflet disruption possibly due to suture abrasion. No further info was provided.